Manufacturer narrative:
Event date: (B)(6) 2016.

Event description:
A report was received that a patient died 3 years ago (the exact date is not known). It is also not known what the cause of patient's death was.